Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and infection on 3rd of unknown month and year with unknown blood glucose value. The customer was wearing the insulin pump during the hospitalization, later it was removed. The next day of discharge from hospital, the meter was not connected and the patient had to visit emergency room. The device is not expected to be returned for analysis.